Manufacturer narrative:
11/3/17 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis: a visual inspection of the internal assemblies found the mirrors was broken with fragments loose in the unit. The lens was out of place and loose in the unit. The screws to hold the lamp-base in place were missing and the lamp was loose. The holders for the mirrors were broken and partially melted. The turret was broken on the outside and melted on the inside. The area around the mirrors and lens was blackened from smoke. Replace the lamp, lamp base, mirrors, mirror holders, lens, lamp base and turret to resolve the reported complaint. Device history evaluation: device history reviewed for the reported failure, and no anomalies were found. Conclusion: physical damage, no product malfunction. The reported complaint was considered confirmed. The root cause is considered to be the loose lamp resulting in the melting of internal parts and the burning smell.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports light is burning inside. No further information.